Event description:
Event description the device was returned for normal battery depletion. Incident created because of reliability assurance testing found the device did not meet longevity expectations.